Event description:
The patient received two percutaneous leads (from the same lot) as part of her scs system. It was reported the patient was not receiving adequate stimulation. The leads were explanted and replaced with surgical leads. It was further reported the patient received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.